Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another system to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. Upon troubleshooting, the fse checked the power for the motor and found the power connector with one pin had a poor connection. The fse ran a connection test, and the test failed. It was confirmed that the reported problem was caused by the poor power connection; the z rotation motor power was not sufficient to drive the movements. To resolve the issue, the fse reconnected the power connector. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.